Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This atrial lead was capped and replaced due to noise. An issue with the device header was suspected, so the device was also replaced. Should additional information become available, this file will be updated.